Event description:
Reportedly, the device was free running. When the tubing goes in and the door closes, the infusion just starts flowing with no alarms. No pt injuries were reported.

Manufacturer narrative:
Device evaluation results: the reported incident could not be duplicated. Standard svc inspection and 24-hr testing found no faults or issues with the pump. The pump was also tested for delivery by qa and met specifications.